Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 475 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose was 410 mg/dl. Customer blood glucose at time of incident: 475 mg/dl. Customer treated their high blood glucose reading with syringe. Customer reported blank display and display did not return after troubleshooting the insulin pump. Insulin pump will be returning for analysis.